Manufacturer narrative:
Device evaluation by MFR: the device was not analyzed as it was not returned to the complaint investigation site. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. This investigation has been assigned an investigation conclusion code of cause not established.

Event description:
It was reported there was air in the catheter. An opticross hd imaging catheter was selected for treatment of the target lesion. During preparation the physician was unable to fully flush the catheter. The catheter was swapped out for another of the same device that was used to successfully complete the procedure. There were no patient complications.